Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found in the flow tab a flow rate of 0 l / min. There was a visual flow in the tubes. The diagnostic test showed several error reports in the cplg. Circuit. The investigation showed that the flow sensor was faulty. The flow sensor was replaced and the device was tested successfully for functionality. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer stated that the hcu40 displayed a "water flow too low" alarm. Additional information: there were no patient involved the incident occurred during priming. (B)(4).